Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported patient had right knee instability and went in for knee revision. Surgeon increased the thickness of the tibial insert and felt it was a lot more stable than previously.